Manufacturer narrative:
The product analysis indicates the reported issue of overheating could not be verified. The ambient temperature was 73.9 degrees f. The one-minute pre-repair temperature test results are as follows: 76.8 degrees f at t1 and 75.4 degrees f at t2. The device operated within normal parameters. There was no fault found with the device. It was cleaned, tested, and passed to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned. A product analysis has not been performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The sales rep reported that the handpiece was overheating. Requests for additional have been unsuccessful.